Manufacturer narrative:
Title: intravascular lithotripsy for peripheral artery calcification 30-day outcomes from the randomized disrupt pad iii trial author: tepe g., brodmann m., werner m journal: jacc: cardiovascular interventions year: 2021 vol/issue: 14(12) ref: 10.1016/j.jcin.2021.04.010. Age or date of birth: average age. Sex: majority gender. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study to compare short-term outcomes in patients with femoropopliteal artery calcification receiving vessel preparation with intravascular lithotripsy (ivl) or percutaneous transluminal angioplasty (pta) prior to drug-coated balloon (dcb) for symptomatic peripheral artery disease. The disrupt pad iii randomized trial enrolled patients with moderate or severe calcification in a femoropopliteal artery who underwent vessel preparation with ivl or pta prior to dcb or stenting. The primary endpoint was core lab¿adjudicated procedural success (residual stenosis <(><<)>30% without flow-limiting dissection) prior to dcb or stenting. 306 patients were enrolled in the trial. 153 were included in the ivl group and 153 in the pta group. Of these 146 of the ivl group and 133 of the pta group had images available for endpoint assessment. 1 patient in each group with drew from the study. 152 patients were included in each group for 30-day follow-up. Patients who did not receive a provisional stent received treatment with an in.pact admiral dcb. Final angiography with distal run-off to the foot was then performed to assess the target lesion and identify potential distal embolization or thrombus. The primary endpoint was assessed immediately following vessel preparation and post-dilatation (if required) and prior to dcb treatment or provisional stent placement. 20 stents were placed after dcb treatment. Bare-metal stents accounted for 91.4% of all stents utilized across both groups and accounted for all stents used in conjunction with dcb treatment. No patient in the treatment or control arm experienced angiographic core lab¿identified thrombus, abrupt closure, no reflow, distal embolism, or perforation. Final residual stenosis following dcb or stent placement was similar between the 2 groups (ivl: 21.5% vs pta: 20.7%). Dissection is reported as 16.1% in the ivl group and 22.8% in the pta group. No deaths occurred within 30 days. Two patients, both in the pta group, experienced an mae: a moderate perforation successfully treated with prolonged balloon inflation and a distal embolization successfully treated with tissue plasminogen activator and thrombectomy. One patient from each arm (1 ivl, 1 pta) had a cd-tlr within 30 days, both due to reocclusion and treated with stent placement.